Event description:
A polypectomy snare perforated a small hole into the wall of the colon which led to gross free-air necessitating a laparotomy. When the snare is withdrawn, the end of the tip is pointed and sharp. A blunt-end on the snare, such as a bead may have prevented this from occurring.